Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Device analysis determine a reliability non-conformance. The capsule was returned unattached to the delivery system. Blood and saliva were present on the capsule and the capsule trocar needle had failed to advance.